Manufacturer narrative:
(B)(4). This follow up medwatch is being submitted to relay additional information. Investigation results concluded that the reported event was due to failure to use proper instrumentation. Additional information received reported the torque limiter was not used during the procedure. The surgical technique for this system suggests using the torque limiter to avoid over tightening of screws and potential advancement through the shell screw hole. Furthermore, the surgical technique warns against the potential for screw advancement though the shell and the possibility for subsequent injury to neuro-vascular structures.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of provided patient x-rays. The x-ray received confirms that the screw had pulled through the shell and was left in the acetabulum. No further evaluation is possible using the x-ray provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
(B)(4). Concomitant products: 00620205822, shell porous with cluster holes 58 mm, 61083702. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07584. Remains implanted.

Event description:
It was reported that during the initial left hip procedure, the acetabular screw passed through the cluster-holed cup. The screw remains in the patient's bone. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.